Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the siderail latch spring worn and rusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received from a hill-rom technician stating the right head siderail would not latch. The bed was located at the account on the 8th floor. There was no patient/user injury reported. This report was file din our complaint handling system as complaint #(B)(4).